Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the impactor cap broke off and fell on the floor. This occurred while the surgeon was inserting a nail using a mallet. The surgeon was able to complete the procedure without changing to other instruments, by using the handle. A piece of the impactor remains in the handle. There were no fragments broken into the patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.